Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all pockets in row a were duplicated. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in row a were duplicated. A field service engineer found that legacy full-height drawer 6 had multiple duplicate address errors. The fse powered down the station, replaced the damaged row board cable, and cleaned up debris in the drawer. The customer was able to recover and reload all medication. The system functioned as intended after the field service engineer repaired the device.